Manufacturer narrative:
Immucor product investigations lab tested and confirmed the presence of the c antigen on returned and retention product. A review of the image result files indicated a measurement-out-of-range error occurred at the well fill reading for the second sample. The controls for the plate reacted as expected. The well fill reading displayed a dark reddish-brown color indicating significant hemolysis. A limitation exists in the galileo operator's manual which states that samples that exhibit excessive hemolysis or lipemia, or are icteric should not be tested on the galileo. Based on the reactivity pattern of the initial sample in manual tube testing performed by the customer, we could not rule out that the patient has an additional antibody or antibodies other than the reported anti-c for this sample. No sample was returned for investigation.

Event description:
On (B)(6) 2015, a customer reporting obtaining an unexpected negative antibody screen when using capture-r ready-screen (pooled) on a galileo instrument.